Event description:
It was reported that pump displayed malfunction alarm labeled ¿malf 0¿ with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred.